Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found to have a crack in it after the patient came to the clinic for catheter removal. The minicap was found to be split. The patient was placed on prophylactic course of antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.